Event description:
Caller reported a malfunction on the pump with code malf 12, but there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who provided information on resetting the pump and assisted with the reset. After the reset, the malfunction code did not recur. Customer was informed to call back if any malfunction codes reappeared and acknowledged this information.